Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Prior to the hypoglycemia, the user's cgm glucose had been above range for 19 hours, and their ilet was unable to deliver insulin due to an empty insulin cartridge for six of those hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused or exacerbated by an external injection of insulin, given that the user's glucose level did not begin to fall until approximately 4.5 hours after the last insulin was given by the ilet.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user called for assistance with a supply change and mentioned feeling faint and sweating. The user's blood glucose was 95 mg/dl at 5:30 am, dropping to 56 mg/dl by 6:00 am. After checking with a glucose monitor, which showed 54 mg/dl, the user was advised to treat the low. The user's husband provided 2 glucose tablets and a small glass of juice due to the user not feeling well, and the user took 2 sips of juice. With the husband's assistance, they completed the supply change. By the end of the call, the user's bg was 67 mg/dl and trending stable, and the user reported feeling better. The user was reminded to respond to low and very low glucose alerts, as they had not acknowledged them during the event.